Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Corrected field: h4-corrected to 11/2/2023.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Correction: h4. Updated fields: h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, the device was not used in accordance with the instructions for use (IFU). The most probable cause was failure to follow instructions. The device IFU states to "always preclean each endoscope immediately after the examination. If precleaning is not executed promptly, debris will solidify and may prevent effective reprocessing. Failure to preclean will leave excessive amounts of debris adhering to the endoscope and may compromise the effectiveness of the reprocessing. It may also result in debris accumulating in the endoscope, preventing the endoscope from working correctly (page 142)". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing using the endoscope reprocessor, a piece of bioburden adhered to the exterior of the scope. There were no reports of patient involvement.